Event description:
It was reported that during heated high flow mode ventilator generated an alarm of flow through expiratory tube. There was no patient harm. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
On-site investigation was performed by our field service engineer. Flow through expiratory tube alarm is generated when unexpected flow or pressure is being detected by the ventilator in the expiratory tubing. It can be caused by improper connection of patient circuit on expiratory side or improper attachment of the expiratory cassette. The issue has been initially reported to competent authorities as it can represent reportable event. Further evaluation of the problem confirmed that replacement expiratory channel connector printed circuit board (pcb) resolved the issue. Malfunction of this part will not affect ventilation as is related only for expiratory flow measurement. The issue is therefore considered as non-reportable. The cause of the reported issue has been determined as related to expiratory channel connector pcb.

Event description:
Manufacturer's ref. #: (B)(4).